Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels. Customer did not provide bg values or the cause for elevated bg levels. Customer declined troubleshooting with tandem technical support.